Manufacturer narrative:
(B)(6). The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported by (B)(6) that during service and evaluation, it was observed that the battery reamer/drill device did not function in forward mode and when in rewind and lock mode it turned backwards. The event did not occur during surgery. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The date of this report was documented as (B)(6) 2015 on the initial report. It has been updated as (B)(6) 2015. Device evaluation: this device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and the reported condition was confirmed. It was determined that the device did not pass the functional test, ran in reverse when set in the ¿lock¿ position and did not run forward when set to the ¿forward¿ position. The device was completely disassembled for more in-depth analysis and residual liquid was detected. Additionally, it was determined that the blue front panel was bleached. It was determined that this might have occurred due to handling errors during washing process and aggressive detergent. It was determined that the motor rotated actuating the trigger backwards, even if the rotary ring was not mounted. This would indicate that the hall sensor b1 is defective and always returns logic 1. In the forward position, both hall sensors (b1 and b2) return logic 1 and the motor were stopped by the software. The assignable root cause could not be determined. This issue has been escalated to CAPA. If additional information should become available, a supplemental medwatch report will be sent accordingly.